Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: a saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 5863967 (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 350cc breast implants and experienced deflation and capsular contracture on the right breast implant. The patient experienced very thin tissue with minimal subcutaneous tissue between the skin and the implant capsule bilaterally. The patient noticed the deflation on the right breast implant. As a result, the patient had undergone removal and replacement with 450cc smooth round silicone implants of unknown type on (B)(6) 2018. The patient was not hospitalized.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the replacement devices were gel mentor memorygel breast implants 450cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that a 53-year-old caucasian female patient who underwent primary breast augmentation with mentor saline devices on (B)(6) 2011 experienced right side device deflation that was observed on (B)(6) 2018 when the patient noticed a decrease in size of her right breast. The patient underwent right side capsulotomy, bilateral removal and replacement with mentor gel implants on (B)(6) 2018. During the procedure it was noted that the left capsule was healthy appearing and thickened, and the capsule on the right was rough with tightening. It was noted that there was very thin tissue bilaterally with minimal subcutaneous tissue between the skin and the implant capsule. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable according to the information provided, the patient experienced soft tissue atrophy on the left breast implant. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the soft tissue atrophy was a symptom of capsular contracture on the right breast implant. Manufacturer¿s reference number: (B)(4).